Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) does a lot of concerts and if they were too close to equipment they would get a sharp shock in the chest and has to leave the area. It happened more than once. Patient reports that when they had implantable device (ins) put in the past the healthcare provider (hcp) did something that kept ins from causing pain. Pt cannot remember but it was something that hcp changed without having to go inside of battery. Pt says they cannot remember what unit was changed. Pt says it was maybe 9 years ago. Patient's reason for call was that they wanted to know what hcp did at that time. Pt has been redirected to hcp. No other symptoms or further complications were reported.